Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin cartridge attached to an ilet leaked, after which the user cleaned the insulin chamber, replaced the supplies with new components, confirmed correct attachment and fill technique, and resumed delivery; blood glucose rose to 257 mg/dl during the event and was 170 mg/dl at the time of the call. No reported clinical symptoms and no reported ketone check. Outcomes included troubleshooting and education with restoration of insulin delivery without alerts or alarms, or medical intervention. Investigation included guided troubleshooting, user education on proper connection and filling, cleaning of the insulin chamber, and a complete supply change. Investigation of this case revealed a leaking insulin cartridge or connector interface that was resolved by cleaning and replacement of supplies, with no device alarms and successful resumption of therapy. It was concluded, based on previously established findings for similar reports, that the cause was user technique or a supply connection issue that was corrected through retraining and component replacement.